Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 2400 mcg/ml; 1741.9 mcg/day via an implantable pump. Indication for use was radiculopathy and spinal pain. The date of the event was (B)(6) 2016. It was reported the patient followed up with the physician on (B)(6) 2016. Upon interrogation of the pump it was noted there was a motor stall. The patient did not recently have magnetic resonance imaging (MRI). The patient did not hear the pump alarming. The logs were checked and a motor stall occurred; stopped pump period may exceed tube set. There were intermittent motor stalls and motor stall recoveries starting (B)(6) 2016. The last motor stall was (B)(6) 2016 and had not recovered. A tube set occurred (B)(6) 2016. The patient followed up at the clinic early (B)(6) 2016 for a refill and no one at the clinic mentioned the stall. No symptoms were reported. The physician&#62688;office was trying to schedule a replacement; however, the physician stated the pump recovered after he updated it. The cause of the motor stall/tube set was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.